Event description:
It was reported that the pump touch screen was dark and illegible. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.